Event description:
The reporter stated the surgeon inserted a 19.0 se/+3.5 diopter aa4203tl toric silicone single piece lens and the injector tore the lens. The lens was removed with no patient injury and another same model lens was implanted.

Manufacturer narrative:
(B)(4): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic and both haptics torn. There was evidence of clear surgical residue. Evaluation: conclusions - based on the complaint history and the evaluation of the returned lens, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4): injector was not returned.